Event description:
In 2004, bsc received the following additional info: there was no difference in the way the graft was handled. Pt's pre-operative condition was very bad. The reason for the operation was a graft infection replacement. The exact cause of death was septicemia. The doctor maintains that the graft was no involved in the pt's death.

Event description:
The doctor claims the graft leaked and was not pre-clotted. The pt's condition is reported as "satisfactory/good." In 8/04, co received the following additional info: the graft was implanted for an axillo-femoral procedure. The device was left in. The duration of the leakage was 10 to 15 minutes. More than 800cc of blood was lost through the entire wall of the graft. The surgeon did not attempt to pre-clot the graft. The leakage was stopped by proximal clamping. The clinical outcome of the case was reported as successful, the pt died a few days later (ca 7/04). The exact cause of death was not reported to the MFR, however, according to the physician, the death was not graft-related.